Event description:
Caller states that a patient received the following results on two meters within 6 minutes: 211 mg/dl (inform system 1) and 96 mg/dl (inform system 2).caller was not certain which lot of strips was used in the incident. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Patient was admitted with diagnosis of alcohol intoxication. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2 with strip lot 551681. Reference medwatch with (B)(6) for inform system 1 with strip lot 551766. This medwatch is for inform system 2. Reference medwatch with (B)(6) for inform system 1 with strip lot 551766. This medwatch is for inform system 2. Reference medwatch with (B)(6) for inform system 1 with strip lot 551681.